Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported discrepant patient results on multiple assays generated from the architect analyzer. The results provided were: (B)(4) calcium initial = 4.9mg/dl / repeat = 10.1mg/dl; co2 initial = 9 / 24mmol/l; t. Bilirubin initial = 0.38 / repeat = 0.91mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Upon a site visit by abbott field service (fse), the pump, probe wash, bellows type (rohs)_part number 7-204102-01, was replaced. The fse verified the systems function by performing successful calibrations as well as a successful control run. There were no additional discrepant results reported on the analyzer (B)(4) after the part was replaced. Return testing was not completed as returns were not available. A review of clinical chemistry systems found no systemic issues or trends for erratic/discrepant results. An instrument service history review found no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect systems operations manual found that the operational precautions and limitations and troubleshooting of error codes, erratic results, including sample collection, preparation and integrity, and performing as-needed maintenance as a resolution for the issue are adequately addressed. The architect c4000 service and support manual 204733-128) contains adequate information for the troubleshooting, removal, and replacement of the pump, probe wash, bellows. Based on the investigation no product deficiency was identified for the architect c4000; serial number (B)(4), or the pump, probe wash, bellows type (rohs)_part number 7-204102-01.